Event description:
The shaft of the guide catheter separated during the procedure. The physician inserted the guide catheter into the pt for the procedure. During the procedure the shaft of the guide catheter separated inside the pt. The physician was able to remove the guide catheter.